Event description:
The customer called to report that they were hospitalized for chest pains and high bgs. Also the customer indicated that they want to check out the pump to see if it is working properly. Assisted the customer in setting up the programming. Troubleshooting was performed. The pump passed all the functional testing. The customer was at home from the hospital and correcting high bgs at the time of the call.